Event description:
Caller reported a malfunction on the pump, indicated by a specific malfunction code. There was no adverse impact to the customer's blood glucose level. Customer updated the pump software to improve functionality and successfully reset the pump with assistance from technical support, reconnected the g7 sensor, and resumed insulin deliveries. Customer was advised to continue using the pump and to call back if the malfunction code recurs.